Event description:
It was reported that the pump began burning or melting. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.